Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was to continue being monitored. The patient was stable.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing was observed.

Event description:
New information received notes programming changes were not made but were provided to the clinician for changes to be completed when the patient presents in clinic. The patient was asymptomatic and stable throughout the process.